Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens, which may have been interpreted by the customer as the reported complaint of ¿something on lens¿. One haptic is in an acceptable folded position adhered by solution to the optic surface by solution. The other haptic is broken in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a qualified hand piece. Associated product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of ¿something on lens¿. Solution is dried on the lens, which may have been interpreted by the customer as the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) had something on it. There was no patient contact.